Event description:
During a laparoscopic cholecystectomy the gasket from the flapper valve of the 511sd trocar fell into the pt. The gasket was recovered. A second device was opened to complete the procedure. There was no consequence to the pt.